Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the issue reoccurs.